Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Upon device return and inspection, it was observed that the catheter returned with a guidewire inserted. No visual damages were observed in the catheter. An attempt to withdraw the guidewire was made and it was unsuccessful due the guidewire damage condition. The catheter was dissected for further inspection, and it was observed that the inserted guidewire was found damaged. In addition, no internal failures were possible to identified in the catheter. The reported allegation is being attributed to the cause code of cause traced to component failure associated to the component of the guidewire, since during product analysis it was observed that guidewire used was found damage, tangle, and stretched.

Event description:
During a pulse field ablation, a farawave was selected for use. The patient had a left common with three branches: superior, lateral, and inferior. The superior branch was successfully ablated with the first farawave included in this complaint. The physician navigated to the lateral branch of the left common in flower, attempted to fish with the guidewire to subselect the branch, and the wire became stuck. The physician was unable to advance or retract the wire. Therefore, the physician pulled the farawave over the wire into the sheath, spun the sheath slightly, and the system popped off the left common. The wire moved freely at this point, so we elected to retry landing the lateral common branch in flower. The catheter and wire became stuck again at the exact same position with the exact same maneuver. The same maneuver freed the system, and it was suggested to replace the catheter and wire. This was done, and upon reapproaching the left lateral common branch in flower, the wire was attempted to be advanced and got stuck again. The devices are expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation, a farawave was selected for use. The patient had a left common with three branches: superior, lateral, and inferior. The superior branch was successfully ablated with the first farawave included in this complaint. The physician navigated to the lateral branch of the left common in flower, attempted to fish with the guidewire to subselect the branch, and the wire became stuck. The physician was unable to advance or retract the wire. Therefore, the physician pulled the farawave over the wire into the sheath, spun the sheath slightly, and the system popped off the left common. The wire moved freely at this point, so we elected to retry landing the lateral common branch in flower. The catheter/wire became stuck again at the exact same position with the exact same maneuver. The same maneuver freed the system, and it was suggested to replace the catheter and wire. This was done, and upon reapproaching the left lateral common branch in flower, the wire was attempted to be advanced and got stuck again. The devices are expected to be returned for analysis.